Manufacturer narrative:
Additional information received- it was reported that the intervention performed was to resolve a type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices; information references the main component of the system. Other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 07-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 7 years later and again at follow up one month later again, the patient had the following events reported; endotension and an unknown subtype type ii lumbar endoleak. Two weeks later, the patient had intervention to extend the evar and angioplasty to treat the endoleaks and aneurysm expansion. The type ii endoleak was noted to be resolved two days post intervention and the patient was discharged on the same day. Per the investigator and the sponsor the cause of the event has been assessed as related to the device. The cause of the type ii endoleak, subtype undetermined, was assessed by the investigator to not be related to the device or procedure. It was reported that there is an unknown endoleak suspected for endotension again observed on follow up. The cause of event is undetermined.

Manufacturer narrative:
Additional information: it was reported that the aneurysm expansion has resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported endotension was observed again on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.